Manufacturer narrative:
A device history record review was completed for provided material number 300600 and lot number 250715. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples were received for evaluation by our quality team. Through examination of the pictures, the cannula component (metal) was observed separated from the hub component (orange plastic). This incident resulted because the epoxy adhesive in the needle was not in the appropriate quantity due to an insufficient dosage of epoxy. As a consequence, the metal part disengaged from the plastic base. This issue can happen during the cannula assembly process, because of some viscosity variation in the epoxy or a temporary stoppage in the cannula assembly station. This is a very unusual circumstance as all needles are inspected for the presence of epoxy in the manufacturing process, with any needles showing absence of epoxy being rejected. The camera inspection system is routinely challenged. An in-process routine test is also performed to verify if there is any problem related to the epoxy dosage. Moreover, routine cannula pull out testing is part of the in-process control plan during manufacturing. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Today, the user room experienced the needle coming loose from the plastic 1. Was patient or user harmed? If yes, please explain no. The metal part of the needle remained in the body but was removed afterwards. 2. Could you please provide a date of event? 12-12-2025.